Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a severe hypoglycemic event with a blood glucose of 23 mg/dl, emergency services were called, and intravenous dextrose was administered; device-related details remained unclear with insufficient information available regarding any specific device problem or component. Symptoms included hypoglycemia. Outcomes included classification as a serious injury or illness and characterization limited by insufficient information, with unexpected medical intervention required due to medication administration. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and insufficient information regarding a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.